Event description:
A malfunction alarm occurred when the customer's blood glucose level on the meter reached 426 mg/dl, prompting the need for further action. Despite the elevated blood glucose level, there was no indication that the customer was incapacitated, and no actions had been taken by the customer at that point. Technical support decided to replace the pump and provided the customer with instructions for returning the faulty device to avoid billing. They also guided the customer on preparing the replacement pump, including updating pump settings and connecting to the continuous glucose monitor.